Event description:
The ins was ¿not doing right at all¿. The patient was having trouble getting her medical center to page the company representative to come in for her upcoming appointment on (B)(6). The device was going to be checked and/or programmed. The patient experienced a loss of therapeutic effect. The ins has been ¿cutting up¿ and delivering strange, unusual stimulation in her back for the past month. The device was ¿acting up so bad¿ she could not even use it. The patient keeps the device charged up but she was not able to turn the stimulation on. It was noted that she takes medication for back pain such as hydrocodone. The therapy was not working as expected. The patient later reported on (B)(6) 2014 that she received assistance from her doctor or company representative and her concerns were resolved. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).